Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The dragonfly device referenced is filed under separate medwatch report number. The UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca). The dragonfly catheter was loaded on the wiggle guidewire and advanced to the rca. Pullback was performed successfully. When attempting to remove the dragonfly catheter from the wiggle guidewire, it was noted that the dragonfly was wrapped around the wiggle guidewire. Both devices met resistance with the 6 french guide catheter and everything had to be removed as one unit. Another dragonfly catheter and guide wire were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to remove was able to be confirmed. A review of the lot history record and similar incident review of the reported device could not be conducted because the part and lot number was not provided. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the anatomy and/or other devices resulted in the noted damages (misaligned coils, multiple core kinks); thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.